Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt did not require hospitalization. The same day the pt began treatment with amikacin, 250 mg, ip (intraperitoneally)once daily, and reflin, 1gm, once daily. The cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.